Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced backup battery fault on pocket controller. The driveline and all cables were inspected and no notable damage was seen. Patient stated his controller was really hot to touch when he woke up when the alarm started. Interrogation of backup battery showed that it was 8 months before expiration. The backup battery was reset and the alarm was still present. The backup battery was replaced and the alarm cleared.

Manufacturer narrative:
Section d10: the system controller backup battery was returned only. Section d4: multiple attempts were made to obtain the controller serial number information from the customer; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. The reported event of the patient¿s controller being hot to the touch was not confirmed. The returned 11-volt backup battery (serial number (B)(6)) was functionally tested and caused multiple test system controllers to alarm with a backup battery fault upon being connected to power. The backup battery was unable to operate a mock loop when external power was disconnected. The backup battery¿s voltage was observed to be 0.0 volts throughout all testing, and the battery was unable to charge. The battery was opened, and it was revealed that one of the battery¿s cells had been shorted due to multiple components being damaged. Due to this short, the battery did not hold an appropriate amount of voltage and was unable to charge, resulting in the backup battery fault alarm. The system controller (serial number unknown) was not returned for analysis, and it was unable to be confirmed whether it was atypically hot to the touch. The tested backup battery did not cause the test controllers to become hot. The root cause of the backup battery fault alarm was component damage on the backup battery¿s pcb. The root cause of the system controller becoming hot to the touch was unable to be determined. The device history records for the 11-volt backup battery, serial number (B)(6), were reviewed (manufacturing datasheet) and showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery was shipped to the customer on 26feb2018. The heartmate 3 patient handbook cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including alarms related to the backup battery. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.